Event description:
Endotracheal tube placed and mechanically ventilated since (B)(6) 2010, doing well until afternoon of (B)(6) 2010 when he began to experience increasing breathing difficulty; he became tachycardic and tachypneic. Pulmonologist was consulted to see the pt on an emergency basis for management of this problem. Acute respiratory distress, does respond positive to questions in regard to pain and respiratory distress. Being mechanically ventilated with a tidal volume of 500 and fio2 of 50% with assist control mode. Breathing at the rate of 40 per minute and is in the upright position. Auscultation of the chest shows very little air exchange but breath sounds are equal bilaterally. Examination of the cardiovascular system shows severe tachycardia of 140 per minute with a sinus rhythm. His neck veins are distended. Operation: fiberoptic bronchoscopy. Preoperative diagnosis: acute respiratory distress while on mechanical ventilation. Fiberoptic bronchoscope introduced into existing endotracheal tube, which was found to be completely occluded with dry secretions. Therefore, the endotracheal tube was removed and a new endotracheal tube was inserted via the fiberoptic bronchoscope and was secured in place. A large amount of bloody secretion and mucous were present which were aspirated. The pt experienced immediate relief of dyspnea and was placed back on mechanical ventilation. Preoperative diagnosis: acute respiratory distress while on mechanical ventilation. Postoperative diagnoses: occluded endotracheal tube with thick secretions and mucus. Severe bronchitis and retained secretions. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis: acute respiratory decompensation following mva. Event abated after use stopped or dose reduced?: yes.